Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff began to experience complications, pain,'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding ( menorrhagia),') in an adult female patient who had essure (batch no. 50512929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, breast discomfort, difficulty sleeping, irritability and uterine fibroid. Concurrent conditions included low back pain, right lower quadrant pain, ovarian cyst, kidney stones, nausea, dizziness, fever, chills and uterine leiomyoma. Concomitant products included calcium levomefolate;drospirenone;ethinylestradiol betadex clathrate (beyaz), doxycycline, etodolac (lodine), ibuprofen, norethisterone (micronor) from (B)(6) 2012 to (B)(6) 2012, nsaids since (B)(6) 2011, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since (B)(6) 2011 and sertraline hydrochloride (zoloft). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (ablation (B)(6) 2012 and hysterectomy (partial) on (B)(6) 2014). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2011, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: appendix is normal. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2014: negative for ovarian torsion. Concerning the injuries reported in this case, the following one were described in patients medical record:menorrhagia,pelvic pain,vaginal bleeding,mental anguish. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff began to experience complications, pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding ( menorrhagia)/ menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 50512929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, breast discomfort, difficulty sleeping, irritability and uterine fibroid. Concurrent conditions included low back pain, right lower quadrant pain, ovarian cyst, kidney stones, nausea, dizziness, fever, chills and uterine leiomyoma. Concomitant products included calcium levomefolate; rospirenone; ethinylestradiol betadex clathrate (beyaz), doxycycline, etodolac (lodine), ibuprofen, norethisterone (micronor) from (B)(6) 2012 to (B)(6) 2012, nsaids since (B)(6) 2011, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since (B)(6) 2011 and sertraline hydrochloride (zoloft). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems: depression / psych injury") and anxiety ("psychological or psychiatric problems: mental anguish / psych injury"). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation (B)(6) 2012 and hysterectomy(full)/ salpingectomy (bilateral) on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2011, (B)(6) 2012. Have you had your essure (or any part of the device) removed? No (discrepancy noted in pfs) plaintiffs received treatment for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: appendix is normal. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2014: negative for ovarian torsion. Concerning the injuries reported in this case, the following one were described in patients medical record:menorrhagia,pelvic pain, vaginal bleeding,mental anguish. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events pain and bleeding were updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff began to experience complications, pain,'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding ( menorrhagia)/ menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 50512929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, breast discomfort, difficulty sleeping, irritability and uterine fibroid. Concurrent conditions included low back pain, right lower quadrant pain, ovarian cyst, kidney stones, nausea, dizziness, fever, chills and uterine leiomyoma. Concomitant products included calcium levomefolate;drospirenone;ethinylestradiol betadex clathrate (beyaz), doxycycline, etodolac (lodine), ibuprofen, norethisterone (micronor) from (B)(6) 2012 to (B)(6) 2012, nsaids since (B)(6) 2011, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since (B)(6) 2011 and sertraline hydrochloride (zoloft). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems: depression / psych injury") and anxiety ("psychological or psychiatric problems: mental anguish / psych injury"). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation (B)(6) 2012 and hysterectomy (partial) on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2011, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: appendix is normal. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2014: negative for ovarian torsion. Concerning the injuries reported in this case, the following one were described in patients medical record:menorrhagia,pelvic pain,vaginal bleeding,mental anguish. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Event abdominal pain added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff began to experience complications, pain,'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding ( menorrhagia),') in an adult female patient who had essure (batch no. 50512929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, breast discomfort, difficulty sleeping, irritability and uterine fibroid. Concurrent conditions included low back pain, right lower quadrant pain, ovarian cyst, kidney stones, nausea, dizziness, fever, chills and uterine leiomyoma. Concomitant products included calcium levomefolate;drospirenone;ethinylestradiol betadex clathrate (beyaz), doxycycline, etodolac (lodine), ibuprofen, norethisterone (micronor) from (B)(6) 2012 to (B)(6) 2012, nsaids since (B)(6) 2011, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since (B)(6) 2011 and sertraline hydrochloride (zoloft). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (ablation (B)(6) 2012 and hysterectomy (partial) on (B)(6) 2014). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2011, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram on (B)(6) 2014: appendix is normal. Hysterosalpingogram on (B)(6) 2011: essure device was successfully occluded. Ultrasound pelvis on (B)(6) 2014: negative for ovarian torsion. Concerning the injuries reported in this case, the following one were described in patients medical record:menorrhagia,pelvic pain,vaginal bleeding, mental anguish. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs&mr received:lot no was added, case become incident as new events added were vaginal hemorrhage, menorrhagia, anxiety, and depression. Reporter information, medical history, concomitant drugs and lab test were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.